Manufacturer narrative:
(B)(4). Concomitant medical products: vgxp xp e1 tib brg lm 10x79; p/n: 195892, l/n: 257460; vgxp xp e1 tib brg ll 10x79; p/n: 195822, l/n: 168570; vgxp intlk femoral lt 75; p/n: 195926, l/n: 162120; vgxp xp inlk pri tib tray 79mm; p/n: 195758, l/n: 999400; series a pat std 34 3 peg; p/n: 184766, l/n: 346140. Report source foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00410; 0001825034 - 2019 - 00412. Remains implanted.

Event description:
It was reported that a patient underwent a left knee arthroplasty approximately one year ago. Subsequently, the patient was readmitted to the hospital and underwent a manipulation under anesthesia due to inadequate range of movement. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.